Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. Further information suggests appropriate fluid management and outflow were used. However, no other details regarding the procedure was provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email that "I was called by a senior sister at (B)(6), to notify me that the vapr vue machine has burnt a patient. I then contacted senior colleagues to help me with this as I am new I needed the advice. The sister that notified myself was not present for the operation, she is only report what she was told. We have been in constant contact with the hospital regarding how it will be serviced, I have consultant senior colleagues to help me with this matter, just for advice and how this generally would be resolved. This report is late, reason being I immediately turned to my senior colleagues who advised that we would need more information with regard to the incident, we could then advise how the matter would be handled. A loan has been organized for this unit. The hospital would like their unit to be checked/serviced. I haven't reported this sooner as my colleagues I referred to for help didn't mention that I should put a product complaint in. Upon further thought and a discussion with my manager, I have decided that this should be reported." Additional information received via email from the affiliate (B)(6) 2017. The patient was burned in the port site. A dressing was placed as part of the post op routine. The device used was tripolar 90, ref # 225028. High vacuum/high flow suction unit was used. Normal saline fluid management was used. The procedure was shoulder arthroscopy and rotator cuff repair. Procedure was completed as normal.